Event description:
Patient reported pump not working at 3 am - called company number on the pump and they suggested replacing the battery, which patient did do but did not correct the issue. Patient comes into the clinic first thing the next morning for evaluation and a new pump was issued to the patient.